Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the threshold varied during implant and the lead impedance was higher than expected. Despite repositioning the values did not improve so the lead was replaced, the new lead had good measurements. The patient was fine during the procedure.